Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 17, 2007, the lay user/pt contacted lifescan alleging the one touch ultra 2 meter was reading inaccurately high . The medical affairs specialist sent follow-up questions to the customer service rep (csr) in another country, to ask the pt. Approx 5 weeks ago, the pt noticed that her blood glucose results were higher than normal. Since then, the pt has intermittently experienced glycemic symptoms. The results, she stated, have been in the range of 10 mmol/l to 11 mmol/l. She contacted her diabetes nurse 2 weeks after noticing high readings. The nurse increased her insulin regimen from 16 units of isophane in the morning and 18 units in the afternoon to 24 units in the morning and 30 units in the afternoon. She had been on her old regimen for a long time and her health care practitioner will only adjust the regimen if she is having problems. She hasn't noticed a difference in her readings since she changed her regimen. She was diagnosed with diabetes in 1997 and is on a set insulin scale. The pt states she has not changed her diet regimen recently. She tests her blood sugar 3 times a day and uses the meter readings for her doctor's reference. She sometimes adjusts her meals based on meter readings but did not specify how. She has experienced symptoms of weakness in the legs, shakiness, and sweating, which she describe as typical of hypoglycemia about 4 times during the last 5 weeks. She had initially confused those symptoms as being hyperglycemic. She has also been having hyperglycemic symptoms, specifically thirst, dry mouth, and sleepiness, 5 times during the last 5 weeks. She generally does not have symptoms this often; she specifies she can go up to 8 weeks without having any symptoms. She generally obtain readings between 11-18 mmol/l when she feels hyperglycemic. She treats her symptoms of hyperglycemia by reducing her carbohydrate intake at her next meal. If the symptoms occur near bedtime, she would just make sure her blood sugars were high enough that she does not fall hypoglycemic during the night. It generally takes her 1-2 hours to feel better after she has symptoms of hyperglycemia. She currently still tests her blood sugar 3 times per day and has had no further symptoms since the time she placed the initial call to lifescan. The csr determined during the troubleshooting telephone call the pt's testing technique was correct and the meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the pt alleged that while she was obtaining high results she had hypoglycemic episodes. The pt would not elaborate on the circumstances surrounding these events. Product was replaced